Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were facing multiple generator errors. Prior to the call to technical support, the customer had restarted the generator twice, replaced the instrument cables, and tried another power socket without success. Finally, the customer decided to use another generator device from other da vinci system. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit for failure analysis investigation. The unit was analyzed, and the reported failure (error c-34 / multiple errors) was confirmed and reproduced.

Event description:
Refer to h11 for follow-up information.